Event description:
On (B)(6), while in the cath lab for procedure, the rotaflow console showed an error message and shut off on an active pt. The console was restarted; staff switched to a centriman g console for the safety of the pt. No injury to the pt.